Event description:
It was reported that the patient returned back to the hospital shortly after the implant procedure of a right atrial (ra) lead because their blood pressure had dropped to 70 mmhg. An echocardiogram was performed and a small amount of blood was seen in the pericardial sac due to a pericardial effusion. The physician alleged that this had occurred due to a perforation of the right atrium due to patient anatomy. A pericardiocentesis procedure was performed to remove the blood from the pericardial sac and the patient's blood pressure returned to normal. The ra lead remains implanted and no additional patient consequences were reported.

Event description:
It was reported that the patient returned back to the hospital shortly after the implant procedure of a right atrial (ra) lead because their blood pressure had dropped to 70 mmhg. An echocardiogram was performed and a small amount of blood was seen in the pericardial sac due to a pericardial effusion. The physician alleged that this had occurred due to a perforation of the right atrium due to patient anatomy. A pericardiocentesis procedure was performed to remove the blood from the pericardial sac and the patient's blood pressure returned to normal. The ra lead remains implanted and no additional patient consequences were reported.